Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a gram positive cocci infection. It was also reported the patient's blood cultures tested positive for the infection. A temporary pacing lead was implanted until the infection clears. No further patient complications have been reported as a result of this event.